Event description:
Voluntary medwatch received states that the lead was abandoned due to an unspecified product performance issue. The lead is no longer in service. No additional adverse patient effects were reported. No further information was available.

Manufacturer narrative:
Reference: medwatch voluntary report # mw5156715.